Manufacturer narrative:
A cardioquip customer reported observing smoke, accompanied by an odor, while preparing for a cleaning procedure. During the investigation of the device, the device received hpc test results outside of cardioquip specifications, indicating bacterial contamination. Due to these results, epidemiology recommended that the device receive an internal water pathway replacement. After the device had been returned to specification via an internal water pathway replacement, the device passed inspection and is fully functional.

Event description:
The customer reported that during a scheduled cleaning, the device produced an odor and smoke. During cardioquip's investigation, the device tested positive for bacterial contamination.